Event description:
Preuse check, no patient injury. The ventilator gave a technical error code 5, indicating the 24 volt power supply has a low output. Allegiance dispatched to troubleshoot. Logs were requested.